Manufacturer narrative:
(B)(4)

Event description:
Reportedly, the pacemaker was found in standby mode on (B)(6) 2018 and re-initialized. The patient mentioned that he had been feeling ill for about 10 days and that a mammography was performed on (B)(6) 2018. Preliminary analysis results confirmed the reported switch in standby mode. It was most probably due to a single event upset (seu). The device was properly re-initialized during the follow-up performed on (B)(6) 2018 and its normal functioning was restored.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the pacemaker was found in standby mode on (B)(6) 2018 and re-initialized. The patient mentioned that he had been feeling ill for about 10 days and that a mammography was performed on (B)(6) 2018. Preliminary analysis results confirmed the reported switch in standby mode. It was most probably due to a single event upset (seu). The device was properly re-initialized during the follow-up performed on (B)(6) 2018 and its normal functioning was restored.